Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). Removal or replacement is planned.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va24e0n implanted: (B)(6) 2021 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 04-dec-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they went in to have the battery changed on wednesday and received different monitor and somehow things did not work. Patient states they were going to monitor it a little longer. Patient mentioned the representative said the equipment was not working and something was said about the lead but patient is not sure what that meant. Patient mentioned the lead they currently have is not MRI eligible and they dont know why a new lead was not put in. Patient has a follow up appointment with dr on monday at 11: 30am. Agent emailed representative to see if they can clarify with patient. Additional information was received from the patient on (B)(6) 2025. They reported that they received a letter asking them to clarify the statement that something was said about the lead. Patient said they don't remember making a statement like that. Patient recalls discussing something about the lead with their representative, they said they didn't change the previous lead. Patient stated this issue was not caused by related to the device, therapy and or implant procedure including use error. Patient said they knew their therapy was off and has been turned off this whole time. Additional information was received from the patient on (B)(6) 2025. They reported that they were going to put the leads in today because the previous one didn't work. Patient said they couldn't go because their blood pressure was bottoming out. Patient said that on the procedure all they did was put the battery in but that it wasn't compatible with the monitoring but it wouldn't work so the healthcare provider has to go back and put the leads in. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a healthcare professional (hcp) on (B)(6) 2025. The hcp clarified the statement of "they were going to put the leads in today because the previous one didn't work" as meaning "patient had a generator replaced due to dead battery. Did not wish to replace leads at that time; however, it was later learned [patient] had fallen which dislocated the leads." The hcp noted the issue was caused by normal battery depletion. They also indicated the cause of the device not working as likely being "patient had referenced an unreported fall." When asked the steps that were/will be taken the hcp indicated "patient requests reschedule after colonoscopy." The issue has not yet been resolved. The hcp also clarified the statement of "they put the battery in but that it wasn't compatible with the monitoring but it wouldn't work" as meaning "the lead had become dislodged due to a fall." The s teps that were/will be taken were noted as being "patient to be rescheduled at [(B)(6)] preference after colonoscopy." The issue has not yet been resolved.